Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, cassette leakage was noticed. The patient reported that cassette leaking was noticed by tubing at the top of the cassette. It was reported that the patient switched to a new cassette. No patient injury reported.